Manufacturer narrative:
D6a. Implant date is an estimated date (year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the cause was that the dbs patient (with dystonia) did not charge the implantable neurostimulator (ins) for 6 years as well as failing to attend their neurology appointments. Several force charging attempts were made. However, the ins could not hold a charge, so although the charger indicated that the ins was fully charged after more than 4 hours of charging (fixed green light of the charger), when they removed the recharger from the patient's chest, it was impossible to communicate with the ins using the clinical programmer. The issue was not resolved. The patient was referred to neurosurgery and has been placed on the waiting list to undergo dbs ins replacement surgery.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that battery was discharged (in an over-discharge state) for 6 years. A physician recharge mode was done with the wireless recharger and the battery seemed to enter in a normal charging cycle. When attempting to interrogate with the clinician programmer the message 'battery depleted' displayed and it was not possible to access the battery settings. There was no patient impact reported.